Event description:
It was reported that the customer received an alarm. It was stated the customer had put in a new reservoir, insulin pump started priming and the device alarmed. During troubleshooting customer stated the drive support cap was flushed. Advised to discontinue the insulin pump and revert to back up plan. The blood glucose reading was 220mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.